Manufacturer narrative:
Corrections made to b1, b2, e1, h1, h6. Upon review of the case, it was identified that death was inadvertantly selected on follow-up #1. Reference MFR. Reports: 1221359-2021-01872, 1221359-2021-02260, 1221359-2021-02261, 1221359-2021-02262.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference manufacture number: 1221359-2021-01872. Initial reporter name: (B)(6).

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient four (4) of four (4).. The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasopharyngeal kitted swab. The ID now covid-19 was used to test four outpatient polyclinic for pre-surgery as routine patient testing. All four result from four patient were positive ID now covid-19 however due to all patient asymptomatic the lab informed that the test result using ID now covid-19 were invalid and decided to re-take the swab for pcr test within 1 hour after the ID now swab. The pcr swab results for the four patients were all negative and the patients were immediately treated according to the regular non-covid protocol. No additional patient information including. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140253 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit test base part number (B)(4) / lot m140253. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Reference MFR number: 1221359-2021-01872. 1221359-2021-01877.